Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture occurred. The target lesion being treated was located in the mid left anterior descending (lad). While predilating the lesion with a 2.0x12mm maverick balloon, the balloon ruptured at 10 atms. The device was removed outside the patient's body and another 2.0x12mm maverick balloon was used. The physician implanted a 3.5x18mm promus stent. No patient complications were reported and the patient's status is stable.